Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger was not working since last wednesday the patient thought. The patient stated the green lights were on when the recharger was in the docking station but when they took the recharger out of the docking station there were no green lights. The patient said they kept the recharger in the docking station when not in use. The patient couldn't remember the doctor's name because they had a small stroke. Additional information was received from the patient on 2024-mar-25. They called back with their replacement equipment and reported that the recharger stopped charging and it turned red. This happened twice last week and this week. On the call, the caller attempted to power on the recharger and it immediately turned red. The caller was seeing all 3 green battery lights. The caller was advised to get the handset and that it was not charged. The caller would charge the handset and call back for additional troubleshooting. The caller confirmed they stored the recharger on the dock connected to power.